Event description:
A cartridge change error was reported by the customer. There was no adverse impact on the customer's blood glucose level. Technical support instructed the customer on various checks and cleaning, but the cartridge could not be successfully loaded. The issue was escalated to further support, which identified that the customer was overfilling cartridges. Reportedly, the cartridge was changed to address the issue.